Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30360667 was reviewed and the product was produced according to product specifications. A review of UDI is in progress. A root cause could not be determined. All information reasonably known as of 18 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, patient phone call reports there is not adequate space between the head of the mic-key gastrojejunal (gj) and her abdomen. Reports this has caused redness and irritation to her skin. Patient usually uses a mic gj feeding tube. Stoma site has been established since (B)(6) 2024. On (B)(6) 2025 had placement procedure for mic-key gj and developed fever after the procedure. Currently following guidance of primary care physician to start bactrim. Lab work pending.

Manufacturer narrative:
Additional information: d4. All information reasonably known as of (B)(6) 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.